Event description:
Rptr indicated that a vns pt experienced an infection at the generator site and possibly also at the lead site six weeks after initial implant surgery. A review of the prod's device history records showed both generator and lead to be sterilized prior to distribution. F/u with the physician revealed that the infection was caused by an aseptic reaction to a subcutaneous thread from the implant surgery. Antibiotics were administered, and the infection has cleared.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.